Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient presented to the clinic with device in backup vvi reset mode. The patient noted not feeling the vibratory alert. The firmware was reloaded successfully, restoring normal function. The device was reprogrammed to previous programmed settings. Patient is fine.